Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead. The involved right atrial (ra) lead is a non boston scientific product. These measurements correlate with a heart surgery this patient underwent. Boston scientific technical services (ts) was consulted and recommended further testing. Further information was received that it is planned to perform a chest x ray and follow up with the patient. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pace impedance measurements on both the right atrial (ra) lead and right ventricular (rv) lead. The involved right atrial (ra) lead is a non boston scientific product. These measurements correlate with a heart surgery this patient underwent. Boston scientific technical services (ts) was consulted and recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service.